Event description:
Olympus was informed by the sterile processing department manager that the customer oes elite high-definition autoclavable telescope has a ¿dark image/broken fibers¿. The customer reported issue was found at preparation for use. The device was replaced and another telescope was used to completed the scheduled therapeutic procedure. No death injury or infection and no person or other was affected has been reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center and the inspection could not confirm the customer reported issue of dark image/broken fibers, however, the image target is off center. Also, the outer tube is bent with scratches on the distal end frame. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the dark image was due to excessive force. However, a specific cause of the damaged dark image was not established at this time. Olympus will continue to monitor field performance for this device.